Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular deployment of a vena cava filter, the filter allegedly would not open. The filter was captured and retrieved and another filter was successfully deployed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the sample was returned with the product packaging and label. The tuohy was tight on the pusher catheter and pinned to the handle. The pusher catheter was kinked 29.3cm from the proximal end of the handle. The storage tube was returned. No bowing or skiving was noted to the storage tube. The dilator was returned almost fully inserted into the sheath. No damage was noted to the dilator. The sheath tip was noted to be buckled at the distal tip. The dilator was unable to be removed due to the dried blood within the system. The filter was returned separate from the system. All limbs were present and uncrossed. Dimensional evaluation: heat was applied to the filter and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: medical records were not provided for review. Image/photo review: based on the images provided, a bard denali jugular filter did not expand upon deployment, can be confirmed. Based on the images provided, the denali filter was captured and retrieved, can be confirmed. Based on the images provided, another denali jugular filter was deployed in an upright position, can be confirmed. Based on the images provided, the second denali filter deployed in the ivc was identified with three legs crossed at the anchors, can be confirmed. Conclusion: the device was returned. Images were provided and reviewed. Based on the images, the investigation was confirmed for the filter failing to expand upon deployment. Based upon the available information, the definitive root cause for this event was unknown as images were not provided. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: failure of filter expansion/incomplete expansion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular deployment of a vena cava filter, the filter allegedly would not open. The filter was captured and retrieved and another filter was successfully deployed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the sample was returned with the product packaging and label. The touhy was tight on the pusher catheter and pinned to the handle. The pusher catheter was kinked 29.3cm from the proximal end of the handle. The storage tube was returned. No bowing or skiving was noted to the storage tube. The dilator was returned almost fully inserted into the sheath. No damage was noted to the dilator. The sheath tip was noted to be buckled at the distal tip. The dilator was unable to be removed due to the dried blood within the system. The filter was returned separate from the system. All limbs were present and uncrossed. Dimensional evaluation: heat was applied to the filter and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: medical records were not provided for review. Image/photo review: based on the images provided, a bard denali jugular filter did not expand upon deployment, can be confirmed. Based on the images provided, the denali filter was captured and retrieved, can be confirmed. Based on the images provided, another denali jugular filter was deployed in an upright position, can be confirmed. Based on the images provided, the second denali filter deployed in the ivc was identified with three legs crossed at the anchors, can be confirmed. Conclusion: the device was returned. Images were provided and reviewed. Based on the images, the investigation was confirmed for the filter failing to expand upon deployment. Based upon the available information, the definitive root cause for this event was unknown. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: failure of filter expansion/incomplete expansion. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular deployment of a vena cava filter, the filter allegedly would not open. The filter was captured and retrieved and another filter was successfully deployed. There was no reported patient injury.